Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the reported "no cassette, screen damage" was duplicated/verified. When trying to put the pump in run mode, the "no disposable" message was displayed and there was a double beep alarm. This happened whether or not there was a cassette attached. This was consistent with all the attempts that were made. There were some very light scuffs on the lens of the pump. There was some evidence of fluid ingression around the downstream occlusion (dso) seal. The dso /cassette detector was stuck at low and would not detect a cassette when attached. Service will replace the dso to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beep for no cassette and had a damaged screen. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.